Event description:
The customer reported that the system released un-commanded x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.